Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by biomed that 1 out of 20-30 air-in-line sensors fail. Although requested, additional information was not provided.